Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. In this initial report section b5 was incorrect, the correct b5 should be - the patient has alleged asthma, cough and stuffy nose. The relationship between the device and the symptoms is currently unclear. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device was completed by the manufacturer and found evidence of dust/dirt contamination on the air inlet, iso port, top/bottom cover, motor casing/impellers, rear panel, and blower box, contamination throughout the airpath, mineral spots with water ingress within the blower box and on the motor casing, black contamination at the blower seal of the blower box, keratin contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dust/dirt contamination on the air inlet, iso port, top/bottom cover, motor casing/impellers, rear panel, and blower box, contamination throughout the airpath, mineral spots with water ingress within the blower box and on the motor casing, black contamination at the blower seal of the blower box, keratin contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h6 have been updated/corrected.